Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged resulting in pump shutting down. Customer¿s blood glucose level was 158-159 mg/dl. No additional patient or event information was available.